Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.